Manufacturer narrative:
A visual inspection was performed and showed the scope has been used in the field. The distal tip shows the wedge is missing. There is damage to the distal tip which is most likely caused by contact with another source, causing the wedge to dislodge. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that during a procedure using a a'scope, a'clave, hd, 4mm x 70° device, the distal tip of the scope (2-3mm) broke off inside the joint. The piece was flushed out. There were no patient complications reported as a result of this event.